Event description:
A malfunction occurred with the pump when the caller was at the pool, causing the pump to get wet. The customer did not report their blood glucose level exceeding 500 mg/dl. To resolve the issue, technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup. The customer also mentioned they had access to an out-of-warranty pump and chose to use it temporarily since they were out of town.